Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 03-feb-2026. H.4. Device manufacture date: 05-sep-2025. Investigation summary: bd received four samples along with one photo for investigation. The customer-provided photo displays an example of the device but does not show the reported defect. The four samples underwent functional testing using ten tubes per needle to evaluate device performance. Two of the samples failed testing, as tube push-off was observed with the first tube. However, there was no evidence of leakage or insufficient blood flow during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for tube push off. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, 33 devices exhibited insufficient blood flow. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® push button blood collection set, 33 devices exhibited insufficient blood flow. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka . D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.